Manufacturer narrative:
Monitor did arrive at cas in 2004 and received a basic checkout. Although no problem is recorded, monitor is not finished being evaluated.

Event description:
Home care dealer reports the info from the parent that her baby, while being breastfed had choked, turned blue and became unresponsive. The mother called 911 and baby turned out fine from the incident. The mother claims the monitor did not alarm. The distributor wants unit and its download evaluated.